Event description:
The customer reported the snubber board was bad. The field engineer reported the system will not produce x-rays. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. A replacement snubber pcb was sent to the customer. The system was put back into service.